Event description:
Information was received from a basic evaluation trial patient. The patient reported that they had experienced some pain and discomfort the day before report that radiated down to their right toe. The patient noted that they were not seeing the improvement that they were hoping for. The patient¿s daughter decreased stimulation to a comfortable level and was assisted with switching sides. It was indicated that it was unknown if the issue was resolved at the time of report or if there were any environmental, external, or patient factors that contributed to the issue. Additional information was received from the patient on 2017-may-14. The patient reported that it felt like they were retaining urine when they voided and that they were still getting constant urges to go to the bathroom. The patient was not satisfied with the progress so far. It was indicated that it was unknown if there were any environmental, external, or patient factors that contributed to the issue. The patient was advised to follow up with a healthcare professional (hcp) and was assisted with increasing stimulation to a comfortable level. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.